Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that following physiotherapy, the left ventricular (lv) lead exhibited impedance measurements greater than 2,000 ohms and loss of capture. As it was suspected the lv lead was fractured, the lead was surgically abandoned and replaced. No adverse patient effects were reported.